Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd discardit ii 10ml sterile disposable graduated eccentric luer slip syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: problem with the piston seal causing liquid to leak along the piston during sampling. Another syringe had to be used.

Event description:
It was reported while using bd discardit ii 10ml sterile disposable graduated eccentric luer slip syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: problem with the piston seal causing liquid to leak along the piston during sampling. Another syringe had to be used.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 309110 and lot number 2108275. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained for further evaluation. The retained samples were examined and no signs of leakage could be observed. Although an exact cause could not be determined based on the limited investigation results, it is possible that the reported incident resulted from damage to the plunger lip component. This type of damage may be produced during the handling of the product through the manufacturing process or within the plunger assembly machine.

Manufacturer narrative:
The following fields have been updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 22-nov-2022. H6: investigation summary: a device history record review was completed for provided material number 309110 and lot number 2108275. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, leakage was observed past the plunger component. Twenty retained samples were also obtained for evaluation; however, no signs of leakage were observed. It has been concluded that the leakage most likely resulted from damage to the plunger lip component. This type of damage may be produced during the handling of the product through the manufacturing process or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported while using bd discardit ii 10ml sterile disposable graduated eccentric luer slip syringe leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: problem with the piston seal causing liquid to leak along the piston during sampling. Another syringe had to be used.